Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging the patient's onetouch ultralink meter was displaying an ''error 5'' message. The medical surveillance specialist (mss) was unable to reach the lay user/patient's mother for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient's mother reported the alleged issue began on (B)(6) 2012 at 12:00-12:30pm. As part of the patient's diabetes regimen, the mother informed the cca that the patient is on an insulin pump. It is not known what action the patient took regarding his diabetes regimen at the time the alleged issue began; however, indicated that at around 11-12 (am/pm unspecified), the patient administered more food/drink. An hour after the alleged issue began, the patient's mother stated the patient was feeling ''lethargic, dizzy, and was unable to see clearly.'' In response to the symptoms, the patient's mother indicated the patient self-treated with a glucose tablet/glucose gel and tested on another personal onetouch ultralink meter with a result of ''384 mg/dl.'' At the time of troubleshooting, the cca noted the test strips were in good condition, the test strips drew in the blood sample, the patient's process for testing was correct, and the patient was not a 1st time user of the subject meter. The cca walked the patient's mother through a blood retest; however the alleged issue was not resolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient's mother claims the patient was unable to test his blood glucose due to the reported issue and the patient developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips and meter involved with this complaint have been returned on (B)(4) 2012 and (B)(4) 2012 respectively and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 2 contaminated with dried blood. The test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.